Event description:
It was reported that the patient had an infection and there was an explant scheduled for (B)(6) 2014. The type of infection was unknown and it was at an unknown location. Additional information received reported the ¿implant¿ had happened as scheduled. It was unknown what other actions were taken other than the explant. The patient was doing fine now that the explant had been performed. Additional information received reported perioperative antibiotics were administered. The date of onset/diagnosis was (B)(6) 2014. The patient did not have meningitis. A symptom of the infection was drainage. The primary location of the infection was device pocket/lead track. A culture was obtained and the organism cultured was (B)(6). Treatment included antibiotics both oral and intravenous and total device system explant. The patient outcome was resolving. Risk factors that applied to the status of the patient prior to implant of the device included post-operative wound or skin contamination/incontinence and unknown.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n463631, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).